Event description:
The blood glucose transmitter on my medtronic 670g suddenly failed to connect with the insulin pump. After numerous attempts to reconnect the transmitter include calls to medtronic's technical support, it was determined the transmitter failed. This failure is shorter than the expected life of the transmitter. Medtronic has stated that a replacement is required and must be purchased. FDA safety report ID# (B)(4).